Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was as high as 343 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.